Event description:
Patient arrived to medical surgery unit with ng [naso-gastric tube] capped with ventilation cap from ed [emergency department]. Rn [registered nurse] went to remove vent cap/plug to hook patient up to suction, and ng plug was stuck and would not come out. Both sides inserted were stuck (blue and white) the blue plug was in the blue tube, and the white plug was in the clear main port. Rn tried to remove, and the blue end snapped and broke in the tube. Second rn attempted to remove and could not. Manager brought in and they tried to remove with kelly clamp and were unsuccessful. We cut the tubing below both caps to still utilize the product, so we didn't have to remove the item from the patient and replace. The patient did state if the product was removed, she did not want it placed back again because the insertion is not comfortable to her. Outweighed the risk vs benefits and found no risk in cutting the tubing below the stuck caps. We were able to re-hook up suction and recap the blue port with a new vent cap after removing the stuck caps. Suction was successfully restarted, and patient care was back to normal. This product is failing and is not user friendly. Note: unfortunately, the packaging and device were discarded. We have provided device information from what is currently in our supply room.